Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with ceftazidime (intraperitoneal, dose, frequency and duration were not reported) and azithromycin orally (dose, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.